Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. During visual inspection of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 11/18/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc mentor smooth round moderate plus profile 425cc catalog: 3502425 lot: 6619904 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year old hispanic female who underwent primary breast augmentation with two mentor smooth round moderate plus profile 425cc saline protheses experienced right sided deflation post procedure. On (B)(6) 2019, patient noticed her breast felt saggy and that they were decreasing in size. On (B)(6) 2019, right sided deflation was diagnosed by a physician. As a result, the patient underwent bilateral removal and replacement with two mentor smooth round moderate plus profile 375cc saline prothesis on (B)(6) 2019.